Event description:
Approximately seven years after implantation of a cordis crown stent and an ave stent, the pt experienced a myocardial infarction. The cordis crown stent was located in an unknown artery and was implanted for an unknown reason. Approximately four years after implantation, the pt was diagnosed with acid reflux and was treated with omeprazole. Approximately seven years after the initial stent implantation, the pt experienced a myocardial infarction and was treated with two cypher stents and one ace multi-link stents. The stents were located in unknown arteries. Approximately eight years after the initial implantation, the pt underwent right knee replacement surgery due to chronic knee pain. After three days of hospitalization, the pt was discharged. The following year, the pt underwent left knee replacement surgery due to chronic knee pain. The pt continued to experience bilateral knee pain and was subsequently prescribed methadone and diclofenac as treatment. The bilateral knee pain remained ongoing.

Manufacturer narrative:
A pt reported that approximately seven years post implantation of a cordis crown stent and an ave stent in unknown arteries, the pt experienced an acute myocardial infarction. As treatment two cypher stents and one acs-multi-link stent were placed in unknown arteries. Past medical history that may have increased this pt's risk for mace include coronary artery disease, acute myocardial infarction, high cholesterol, chronic knee pain, knee inflammation, hypertension, allergies to tetanus, iron, nickel, and titanium. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event following stent implantation. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Based on the limited info provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event reported. However, there are risk factors present in the pt's medical history that may have contributed to the event.